Event description:
It was reported that a patient saw her doctor a week prior to the report and she wasn¿t feeling stimulation in the bottom anymore; she was feeling stimulation going down her legs, hips, and toes. Her healthcare provider decreased stimulation, the tingling went away from her toes and legs, and she could feel stimulation on the bottom area again. The healthcare provider said that one of the wires ¿may have moved or something.¿ three days prior to the report, the patient started to have sudden urges again, had some leakage, and was not feeling any stimulation. She didn¿t have any falls, trauma, or do any strenuous activity. The patient called her healthcare provider office and was told she didn¿t need an appointment for six months unless there was a problem. The office told her to contact a manufacturer representative for an appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tbfz, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).